Event description:
Healthcare professional reported "leak - gastric band tubing. Serial fluid deficit in band operative explantation - obvious puncture."

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No add'l info will be reported to allergan regarding the serial number, as the reporter noted that the data was not recorded in the medical file.